Event description:
A high blood glucose level of 600 mg/dl was reported by the customer. Cause was not known. The customer administered a correction injection via manual daily insulin and was instructed to inspect the infusion site, but declined to remove the infusion set during the call. The customer decided to close the case and discontinue troubleshooting efforts.